Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by ¿severe¿ abdominal pain and turbid pd effluent. The cause of peritonitis was not reported. On the same day as onset, the patient was hospitalized for the event through the emergency room. On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies, and routes not reported). At the time of this report, the peritonitis was resolving, the patient was recovering and physioneal therapy was ongoing. No additional information is available.